Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted a gradual increase over a period of more than two years. Ts suspected lead calcification and recommended to perform a defibrillation threshold (dft) test during the upcoming device replacement procedure. No adverse patient effects were reported. This rv lead remains in service.